Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were not working.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation, the rear response button was intermittently functional. The cause for the failure was isolated to a defective rear response button switch. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor.